Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported damage to the mpu patient cable and mpu housing was confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(4)) was serviced at the abbott european distribution center (edc) and no log files were submitted. The mpu had a gap in the cable sleeving near the white and black power connectors of the patient cable, the patient cable was discolored, and there was a crack on the battery door cover on the mpu. The unit was able to boot up and operate as intended. The patient cable and battery door were replaced. The mpu was able to pass all stages of functional testing. The mpu was placed in the abbott rental pool after testing. The root causes of the reported damages were unable to be determined in this analysis. The device history records were reviewed and the records revealed (B)(4) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate iii instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that mobile power unit (mpu) patient cable was discoloured and had a loose rubber encasing around the black and white connectors. Additionally, the battery door was damaged.